Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify vibrate anomaly due to blank display. Also, received with moisture damage on the motor and force sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was vibrating and making noise. The blood glucose was unknown. The customer also reported that the insulin pump pulsating with the medtronic emblem and the screen had back ground. It was reported that the insulin pump was not responding. The customer was assisted with performing self test and there was unable to access the menu. The customer stated that they were unable to perform the vibrate test. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.